Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: xl-200154, act artic hd arcom xl 28x48mm, 032880; 11-300813, arcos 13x150mm spl tpr dist, 066990; us157854, m2a-magnum pf cup 54odx48id, 086120; 163663, 28mm dia cocr mod hd +3mm nk, 353350. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11203, 0001825034 2017-11204, 0001825034-2017-11202, 0001825034-2017-11206.

Event description:
It was reported that the patient underwent a total hip arthroplasty, and is currently experiencing pain in the groin/pelvic area and at the incision site. The patient is also experiencing numbness and tingling at the top of the leg. Attempts have been made and additional information on the reported event is unavailable at this time.